Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders and medication was not displayed for one patient, details was blank though orders were active. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient being discharged on the same day of admission, which caused the orders not to display on the station. The technical support specialist verified the discharge status in electronic protected health information and confirmed that the system was functioning as designed. Multiple follow-ups were sent to the customer, but no response was received; therefore, the case was closed.